Manufacturer narrative:
(B)(4)

Event description:
It was reported that a detached or missing sensor wire occurred. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. D: device identification- correction. H2: type of follow up- correction. H4: device mfg date- correction. H6: type of investigation - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
After submission of the initial MDR, product was received on 5/2/2025 and it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4). 3004753838-2025-115580 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.